Event description:
It was reported that the patients ipg site was evaluated and revealed that the site was quite thin in the medial portion. No skin breakage was noted. The physician believed that the tissue above the ipg had eroded. The patient underwent an ipg revision procedure and was doing well postoperatively. Nothing was explanted.